Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the gasket surrounding the power connection was lost. Causing an inability to connect power source to the controller. No additional information available.

Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection because the controller port 1 connector was found loose from the controller housing with the o ring gasket displaced, and the port 2 connector also had a displaced gasket, but it was not loose. The reported event details was confirmed during the visual inspection. However, both power ports were able to be successfully connected, hence, the event details relating to the inability to connect to the controller could not be confirmed. The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. Heartware has opened an internal investigation to address anomalies of loose connectors heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.